Event description:
Patient is utilizing needles to inject lantus insulin and after following all possible troubleshooting I am suspicious that the needles must be blocked from multiple batches and has resulted in great difficulty in administering her doses. Diabetes. Pt: 4582. Device: 2423, 2338. Reference report mw5190007. This report captures nano 2nd gen pen needle 32gx (B)(6) #2.